Event description:
Retrograde stick. The physician attempted to place a protege stent in the common iliac; however, the delivery system was inadvertently pulled proximal before the stent was delivered. Once deployed, the protege stent was in the subcutaneous tissue creating a channel for bleeding. The patient was reverted to open surgery. The protege stent was removed and patched. Normal flow was restored.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.addtional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.